Event description:
Guide rod failure during tightening of synframe blade in patient. Angle of blade could not be fixed in place. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The visual investigation has shown that the returned guide rod is indeed broken,cracked. The damage of the broken part gives us a clear indication that a tremendous force, beyond its calculated design, has been applied to this guide rod and that over tightening of the hex part caused the breakage. The instrument was analyzed for conformance to print specification no abnormal findings were identified. The investigation determined this complaint to be invalid. (B)(6).